Event description:
Reportedly, patient recently suffered some shocks due to lead oversensing. Prior to reintervention, several types of maneuvers were repeated, including pressure on top of the can (with the patient lying in the bed) and noise was reproduced only during very deep breathing. During reintervention we confirmed that the lead was correctly screwed and fully inserted the position of the tip was compatible with perforation, but this could not be fully confirmed. Same noise was reproduced during the procedure with the psa directly connected to the lead. The lead was extracted (optisure from abbott), and an invicta lead implanted. No noise was reproduced with the new lead during deep breathing, nor with the psa or with the new can. Implanter decided to replace the ICD since the longevity was 7 to 10 years (50%battery), and the patient was very young). Measurements. This complaint is a continuation of:# file-(B)(4).

Manufacturer narrative:
Please refer to the attached report. - ventricular lead impedance and rv coil continuity measurements fluctuated, however remained within normal range. - ventricular noise oversensing was observed since at least 5 august 2021 and 4 october 2024; - reportedly, the noise was reproduced directly with the psa and no noise was reproduced with a new lead with the subject ICD. - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. Normal tightening marks were seen on the ventricular setscrew tip. - based on the available data, no issue is suspected on the subject ICD.

Event description:
Reportedly, patient recently suffered some shocks due to lead oversensing. Prior to reintervention, several types of maneuvers were repeated, including pressure on top of the can (with the patient lying in the bed) and noise was reproduced only during very deep breathing. During reintervention we confirmed that the lead was correctly screwed and fully inserted the position of the tip was compatible with perforation, but this could not be fully confirmed. Same noise was reproduced during the procedure with the psa directly connected to the lead. The lead was extracted (optisure from abbott), and an invicta lead implanted. No noise was reproduced with the new lead during deep breathing, nor with the psa or with the new can. Implanter decided to replace the ICD since the longevity was 7 to 10 years (50%battery), and the patient was very young). Measurements. This complaint is a continuation of: # file (B)(4).